Event description:
On (B)(6) 2016, the lay-user/patient¿s granddaughter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultrasmart meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue began on the morning of an unspecified date in (B)(6) 2016. The reporter informed the csr that the patient manages his diabetes with oral medication (metformin 500 mg once daily at 1:30 pm). The reporter claimed the patient continued to follow his usual diabetes management regimen in response to the alleged issue. The reporter stated that 30 minutes after the alleged issue started the patient developed symptoms of ¿feeling faint and trembling¿. The reporter denied the patient received any medical treatment. The reporter claimed the patient¿s blood glucose was measured on another device at an unspecified time and a result of ¿66 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that based on the information provided, the subject meter¿s battery did not need to be replaced. The csr noted the alleged issue could not be resolved with training. The subject products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.